Event description:
Ams rec'd info about a pt who was implanted with perigee graft has had ongoing severe sharp pains. She had abdominal pain for two weeks, now the pain in the left lower abdominal area and left calf and foot go numb as well. The doctor injected her with a local anesthetic to see if that provided any relief, and has not heard from the pt yet. A revision surgery has not been determined at this time.